Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the ipg was explanted and replaced which resolved the issue. The leads were electively replaced during the surgery. Reportedly, stimulation was restored postoperatively.

Manufacturer narrative:
(B)(4). Field advisory number: 1627487-12192011-003-r . This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient did not charge the ipg for about 6 weeks. In turn, the ipg became inoperable and was unable to establish communication with multiple external devices (date of event unknown). As a result, surgical intervention will be taken at a later date to address the issue.